Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining function. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The cpc (colder products connector) is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported an air leak in the freedom driver right driveline cpc after the patient was connected to the freedom driver. The customer also reported that the driver "sounded like a trumpet". The customer reported that the patient was subsequently switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver, including the drivelines and cpc connectors, revealed no abnormalities. The customer-reported leaking sound was unable to be confirmed or reproduced during investigation testing. The driver passed all sections of functional testing in addition to an extended observation run with no abnormal sounds. There was no evidence of a device malfunction with the driver and the root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4737 follow-up report 1